Event description:
Five deltaplush cerecyte microcoils were reported to become very difficult to advance once they were about half way up sl10 microcatheter, and the coils were found to be damaged during analysis. There was no serious injury reported.

Manufacturer narrative:
(B)(6). This is 1 of 5 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the unit was returned severely kinked in 26 places. The resistive heating coil section was bent. There is evidence of compression distal to the stretched coil section. Near the ball tip, the coil has been kinked. The secondary windings on the distal section of the coil were intact. The evidence suggests that distal interference inside the microcatheter contributed to the coil¿s difficulty advancing inside the microcatheter. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.